Event description:
Further information was received that the vns was turned off. This likely occurred about two weeks after the high impedance was seen per a reported scheduled appointment. The patient's mother reportedly wanted the vns to be explanted. However, it was reported that the desire for an explant was not related to the high impedance but instead related to the perception of lack of efficacy and the desire for the patient to try a new treatment. This explant was not related to the high impedance as the physician reportedly believed the patient always had efficacy from vns. No known surgical intervention has occurred to date and no additional relevant information has been received.

Event description:
Report received that a patient presented with high impedance. The patient's generator was replaced about two months prior to the high impedance being found. A system diagnostic test was taken after this replacement and showed normal functionality. Since that surgery, the patient had experienced an increase in seizures and fatigue. The patient reportedly had a seizure which caused her to fall at a time between the replacement and high impedance being found. The patient reportedly suffered a black eye from this fall, but it was not known whether this trauma damaged the device. Further information received that the lead pin was thought to be fully inserted although the pin being passed the connector block was not verified. Further information was received that the fatigue was related to the increased seizures. The assessment by the patient's nurse was that since there was a device issue, the patient had an increase in seizures. These additional seizures caused the patient to experience more fatigue. A review of the device history record indicated the lead had passed all quality inspections prior to release for distribution. No surgical intervention has occurred to date and no further relevant information has been obtained